Manufacturer narrative:
(B)(4).

Event description:
It was reported that high out of range hvli was observed. Dft was preformed after a new device implant. No more anomalies were observed.

Manufacturer narrative:
Correction: UDI(di): (B)(4).